Event description:
It was reported the pt experienced burning sensations with positon changes over the past 3-4 months. The burning sensation "goes away" when the device is off. The hcp may revise due to a possible fluid short if the pt's symptoms worsen. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.